Manufacturer narrative:
Device remains implanted. A review of the device history record (DHR) was performed on the batch in question and no issues or discrepancies were found. The DHR review showed that this device met all required specifications. In addition, no other complaints on this specific batch have been reported. However, the historical rates for this failure mode for this product family are above the levels evaluated in the risk mgmt documents for this product family. A corrective and preventative action (CAPA) has been initiated to address the field failure rate associated with this failure mode. The stent itself was not returned to boston scientific for technical analysis as it was implanted into the pt. Therefore, it cannot be determined if the stent failed to meet device, labeling or packaging specifications. The directions for use (dfu) for family of devices provide specific warnings regarding premature detachment. "Note: advancing the 2f stabilizer catheter independently from advancing the 3f microdelivery catheter may cause premature deployment of the stent. Do not use the 2f stabilizer catheter to push the stent out of the delivery system." The cause of the user's experience could not be determined. However, identified possible causes are the failure to sufficiently tighten the rotating hemostasis valve (rhv), and/or secure the stabilizer microcatheter.

Event description:
It was reported that the physician was performing a stent assisted coiling of a supra cavernous aneurysm located in the internal carotid artery (ica). During the procedure, the stent prematurely deployed proximal to the aneurysm during the delivery of the stent delivery catheter. The procedure was completed with the use of another similar device. The pt's condition was reported to be at baseline throughout the procedure and during recovery following the procedure. The physician is reported to have followed all instructions per the directions for use (dfu) for this family of devices, and continuous flush was used. No further info from the hosp was disclosed.